Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the insulin pump had a button error alarm. Caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced but is not sending the device in for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.